Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The date returned to manufacturer was documented as july 17, 2018 on the previous supplemental report. It has been updated as july 16, 2018. Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the bearings were damaged, and the cable/cord/wiring was damaged. It was noted that no test run was possible, the motor and controller were defective, and the device was displaying an e6 error. It was further determined that the device failed pretest for motor thermistor assessment, no short circuit between phases and connector body, no short circuit between hall sensors and connector body, no short circuit between sensor gnd and connector body, no short circuit between 5vdc line and connector body. Therefore, reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subsequent investigation was performed, including the service history review and/or the device history review, which indicated that the device had been previously serviced within the recommended service interval timeframe. Therefore, the assignable root cause was corrected from normal wear to premature wear. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the motor device was displaying an e6 error code. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.